Manufacturer narrative:
Lead model 39565-30, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4); extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: na.

Event description:
It was reported that the patient had coupling/communication issues between the recharger and the implantable neurostimulator (ins). The use of the antenna locator feature showed values of between 68 and 72 and was not getting any coupling bars. Follow up information reported that the battery was overdischarged. Three attempts (sessions) were made to get the battery out of the overdischarge condition but were unsuccessful. It was determined that the ins was too deep in the patient and needed to be moved. The patient was referred to a neurosurgeon for further follow up. If additional information is received, a follow up report will be sent.